Event description:
It was reported that there was resistance encountered as the retriever device was advanced through the microcatheter (subject device). The physician removed the retriever and the microcatheter from the patient. There was a kink and a hole noted on the microcatheter shaft at 6 cm from the distal tip. The procedure was successfully completed using another of the same devices. There was no clinical consequence to the patient. The patient was reportedly ¿ok¿.

Manufacturer narrative:
The device was not available for analysis. It was reported that there was resistance encountered as the retriever device was advanced through the microcatheter. A kink and a hole was noted on the microcatheter shaft after the device was removed from the patient. From the information provided and the investigation results the device passed all manufacturing and quality inspections; there was no anomalies found during the device preparation and there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is probable that the microcatheter got damaged during the attempted advancement of the retriever device. The investigation concluded that most likely some procedural factors during use contributed to the device damage. Therefore, an assignable cause of procedural factors was selected for the event due to the issue is associated with a product that meets specifications but due to procedural factors during use, the device performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that there was resistance encountered as the retriever device was advanced through the microcatheter (subject device). The physician removed the retriever and the microcatheter from the patient. There was a kink and a hole noted on the microcatheter shaft at 6 cm from the distal tip. The procedure was successfully completed using another of the same devices. There was no clinical consequence to the patient. The patient was reportedly ¿ok¿.